Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found a leak at the probe caused by valve lv10. The fse replaced lv10, lv11, lv9 and replaced tubing at lv8 to fix the leak. The fse did not report any diff voteouts before or after the repair. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained yellow leak of about 2 ml from under the probe inside the coulter act diff analyzer. The white blood cell and differential were voting out at the time of the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.